Event description:
During verification testing at the service center melting and charring was noted on the 3v socket of the device.

Manufacturer narrative:
During testing, the 3vdc connector on the bottom end cap of the device was found to be melted and charred. Although the customer did not return the external power supply with the device, the possible cause of the melting and charring was the external power supply. This report represents all the information known by the reporter upon query by hospira personnel.